Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/25/2025, it was reported by a distributor via email that an ar-2325pslc peek swivelock eyelet does not screw into the metal inserter tip. This was discovered during a lateral ankle instability procedure on (B)(6) 2025.